Event description:
It was reported that the auxiliary control unit( acu) watchdog failure occurred multiple times. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history report (DHR )review. A product sample was received for evaluation. Visual and functional testing were performed. Cracked right and left plunger cases. Auxiliary control unit (acu) watchdog was found in the event history log. The technician performed power up process but was unable to duplicate acu watchdog at power up. No problem was found. The root cause of the reported issue was unable to be determined. The technician replaced the main board for preventive measures, power up process and all functional test which passed.